Event description:
It was reported that during a treatment procedure to place greenfield vena cava filter, the filter deployed above its intended location. Apparently the firing mechanism was not engaged. Another filter was placed to complete the procedure. Additional information has been requested.